Event description:
During testing at the user facility, it was noted that the device regulator closure was broken. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device regulator closure was broken. It was noted in the 'as-found condition' that the fluid shield was cracked around the diaphragm. The unrestricted flow test was carried out; the test was passed as only the allowed few drops of fluid came out of the distal end. The device was opened and inspected; it was found that regulator closer was not seated properly. The regulator closer was reseated properly - it was found that it easily slipped off again. The complaint was confirmed. The probable cause is wear and tear. This report represents all the info known by the reporter upon query by hospira personnel.